Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer stated that the insulin pump suspended insulin. The customer¿s sensor glucose reading from the reported event was 68 mg/dl while their blood glucose reading was 190 mg/dl. Troubleshooting was performed. The suspend on low limit in the sensor setting was 70 mg/dl. Additionally, it was noted that the customer had a high blood glucose level of 500 mg/dl. They did not mention any form of treatment. The sensor and insulin pump will not be returned for analysis.